Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving dilaudid and bupivacaine at 0.5 mg/ml and 7.1 mg/ml concentrations and doses of 0.42004 mg/day and 5.9646 mg/day via an implantable pump. The indication for use was non-malignant pain. It was reported the patient had pain at the pump site on (B)(6) 2016. The patient reported pain at the pump site greater than two weeks following implant. It was indicated the pain was not related to the device or therapy and related to the implant procedure. No action was taken and the issue resolved on (B)(6) 2017. On that same date the healthcare provider encountered difficulties accessing the port and discovered the pump had flipped. It was noted the flipped pump was related to the device or therapy. The pump was manually flipped back to the original position to enable access to the port. The patient was to be scheduled for a pump pocket revision. The issue was considered ongoing at the time of the report.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the patient had difficulty activating the personal therapy manager (ptm) secondary to pump inversion on (B)(6) 2017. A surgical intervention on (B)(6) 2017 resulted in the pump being re-sutured. The outcome was noted as resolved without sequelae on (B)(4) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.